Event description:
The hcp reported the expected reservoir volume was 2.9cc and the nurse aspirated 20cc of clear fluid from the pump. The nurse reported it was difficult to access the pump and she was not sure if the needle was in the refill port. A follow up report will be sent when additional info is received.